Manufacturer narrative:
Submit date: 6/9/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the patient had an infection at the catheter site.

Manufacturer narrative:
The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, the following potential causes were identified: misuse, incoming inspection not performed, customer perception, manufacturing related failure, or defective material. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Additional information was received from the customer. The customer reports (B)(6) 2015: hypergranulation was observed and betnovat was prescribed. On (B)(6) 2015: an infection at the exit site was observed and a wound swab was collected. On (B)(6) 2015: there was treatment with dicillin (capsula) commenced on the basis of the swab. On (B)(6) 2015: pus was still observed at the exit site. A new swab was done. Vancomycin was administered as a one-time dose. Dicillin was extended. On (B)(6) 2015: again there was pus at the exit site. A wound swab was done. Zinacef was given as a bolus. Dicloxallin (tablets) were prescribed. On (B)(6) 2015: discussed with microbiologist after result from wound swab (heavy staph-aureus growth) who recommends dicillin for 14 days. Treatment prescribed as recommended. Small pocket with pus discharge was observed above approximately 2 fingerbreadths over exit site of the catheter. On (B)(6) 2015: swab was performed from the pocket observed (B)(6) 2015. The catheter was changed on (B)(6) 2016. The nurse evaluation: infections have not affected habitual status of the patient. No sepsis. But some level of reaction towards materials cannot be completely ruled out. There was no product defect suspected. Patient was previously treated for fungal skin infection of the body and for scabies. Poor level of personal hygiene could be an influencing factor. Unfortunately the catheter was not sent for the culture testing when the catheter was changed. The catheter was inserted (B)(6) 2014: the catheter was removed on (B)(6) 2016. Cleaning solution used to treat the catheter was alcohol.